Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert and was emitting tones. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis determined the device was depleting prematurely. The bd code was triggered due to a temporary drop in battery voltage resulting in the unintentional bd alert. Technical services consultant recommended replacement. The entire sicd system was explanted and not replaced. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert and was emitting tones. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis determined the device was depleting prematurely. The bd code was triggered due to a temporary drop in battery voltage resulting in the unintentional bd alert. Technical services consultant recommended replacement. The entire sicd system was explanted and not replaced. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. The device problem excluded investigation conclusion code was selected based on analysis of the returned product.